Manufacturer narrative:
Concomitant medical product: product ID a820 lot# serial# implanted: explanted:. Product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient had never had pump refill scheduling issues until recently. They had a new healthcare provider (hcp) filling their pump starting 4 months ago. At their last 2 refills, the hcp had told them they won't refill their pump due to 'some still being in there.' The last 2 refill appointments they've had, this hcp has not refilled their pump and just sent the patient home. The patient stated there was some medicine left in the pump because 'I don't like to use the boluses a lot, only when I really need them.' Starting '3 days ago,' they 'hurt like crazy. I started doing boluses every 3 hours. This morning around 6am, they heard their pump start to alarm and was 'unable to bolus' after seeing service code 97 (low reservoir). They stated 'I think I did one earlier today but I'm not sure.' Their handset showed '7 boluses left today' and 'max activ ations: 8 boluses/day.' Patient services reviewed they've received 1 bolus today. They were scheduled for a refill appt on tuesday, but they were worried the pump would be empty by then. They stated 'I was/am hyperventilating and pissed and stressed. I'm having trouble breathing now.' They stated they lost their mdt representative's (rep) phone number when they got a new phone recently. Patient services sent email to mdt rep with the patient's contact information. The rep later reported they would give the patient a call. Refer to pe (B)(4) for report of patient death due to empty pump.

Manufacturer narrative:
H6. Device code : a1407 is no longer applicable to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the rep spoke with the managing physician and he reported that there had not been any issues with the pump during any of the previous refills. He said there had been zero discrepancies or malfunctions. He stated he did not know why the patient reported that issue. He said as the managing physician he can verify there was nothing wrong with the pump. According to the physician there was no medication left in the pump. The pump was working properly. The physician stated the bolus logs looked ok and that there were no instances where the patient was unable to receive a bolus. The managing physician stated no troubleshooting took place because the pump was working correctly. According to the managing physician there was never an issue with the pump or ptm. The software version was unknown as the r ep attempted to contact the patient and was not able to get in touch with her. The patient's weight was unknown.